Event description:
Leukemia (provisional diagnosis) [leukaemia]. Anemia (provisional diagnosis) [anaemia], neuropathy (provisional diagnosis) [neuropathy peripheral]. Copper deficiency (provisional diagnosis) [copper deficiency]. Became ill [malaise]. Case description: a regulatory authority representative reported that they were notified by a consumer, gender, and age unspecified, who used fixodent denture adhesive, form/version unknown concurrently with poligrip and super poligrip, 2-3 times daily from 2002 until 2009 and became ill in (B) (6) 2005. They were rushed to the hospital and given a blood transfusion then sent to another hospital where they said, the consumer might not make it through the night. Since that night, the consumer has been diagnosed with neuropathy, anemia, leukemia and several other unspecified conditions. After 2.5 years of treatment for cancer, another hospital revealed copper deficiency. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. Diagnosis for use: denture wearer (denture wearer), denture wearer (denture wearer). Cellulose gum 20-39.8%) unknown 1applic.